Manufacturer narrative:
H10: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. There was no failure to report. The uut (unit under testing) was tested and found to operate to specifications. The event trace review found that tha unit operated according to settings. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1150 ventilator is coming in for an event trace due to patient death. No other information available about the incident. The unit is not suspected to be the cause of death.

Manufacturer narrative:
D4: corrected model # and unique identifier(UDI). Section d4 was updated to indicate correct model # and UDI.